Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: an incomplete lead was returned in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow-up increased pacing lead impedance, high capture threshold and loss of capture were noted. Lead fracture was suspected. Lead was explanted and replaced.